Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d154awg implantable cardioverter defibrillator (B)(6) 2008. (B)(4).

Event description:
It was reported that th right ventricular (rv) lead had high svc and rv impedance, unstable impedance and noise. The rv lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.